Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent deformation and failure to deliver the stent). Patient's condition affected effectiveness of device (patient lesion morphology). User device interface, failure to follow instructions (resistance may indicate a problem and may result in damage to the stent if it is forced). Results: device failure/lack of effectiveness related to patient condition (patient morphology). User error contributed to event.

Event description:
Patient was being treated for an lad lesion with diffuse disease. The lesion is reported to have been in a moderately tortuous vessel with the lesion exhibiting 70% stenosis with severe calcification lesion was pre-dilated with a semi-compliant balloon. An endeavor resolute rx drug-eluting stent failed to cross the lesion despite some pressure being applied. Resistance was noted when advancing device towards the lesion, once it had exited the tip of the guide catheter. Upon removal, the stent was found to be slightly distorted. A non-compliant balloon was used again and a similar size and length endeavor resolute rx stent was successfully deployed. The physician noted that the stent strut must have caught on a shard of calcium and when an attempt was made to advance the stent it must have distorted the stent. Device analysis: the stent was positioned on the balloon between the inner shaft markers and balloon pillows, as per specifications. A number of stent segments were raised and deformed. The catheter tip was damaged. Please note that this device (eres25018x) is not approved in the us, however is similar to us approved product ensp25018ux.